Manufacturer narrative:
Date received by manufacturer: 25sep2019. Date of report: 26sep2019. Technical support (ts) confirmed the customer requested parts order only. The request was not related to a customer problem, and there is no evidence of potential risk for patients or users. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit does not get any ac power. The customer reported there was no patient involvement.